Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Event date and explant date are month/year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 1 to 2 years post implant of this 27mm bioprosthetic aortic root valve, the valve was replaced. The surgeon reported that during re-operation, the sinotubular junction ( stj ) appear dilated. It was reported that the tissue was thin, and it appeared that the aortic root "lost its strength" and looked "liquidly" near the coronary buttons. Severe aortic insufficiency was present. It was reported that there were no issues with the valve leaflets. Necrosis of the aortic wall was also reported. No additional adverse patient effects were reported.